Event description:
The lay user/pt contacted lifescan (lfs) in 2005 regarding her one touch ultra meter being in the incorrect unit of measure (uom). The pt did not report any symptoms or treatment. This report is being submitted in retrospect as four months later, medical affairs became aware of a failure of this meter to be non-user-changable. She stated the meter was not out-of-the-box and had read the correct uom in the past. It is not known whether or not the user changed the uom inadvertently. This case is being reported as the device was supposed to be non-user-changable; so it did not function as intended. The meter was received and then tested two months eariler. The following information received from product analysis: when the meter was received it was set to mg/dl; the cal code was set to 15. The date was set to 9/2008. The manufacturing date was 5/2005. The resistor box readings were 490 mg/dl, 490 mg/dl. The uom was manually reset from mg/dl to mmol/l with mmol/l readings of 27.0 and 27.1. This meter had a blue label indicating it had been locked in mg/dl. The meter was set as variable units of measure.